Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12.50/1.50/90 (sphere/cylinder/axis), implantable collamer lens stuck in cartridge or injection system and tore during injection/delivery into the eye on (B)(6) 2022. Lens was implanted and removed intraoperatively. There was no patient injury. A replacement lens was later implanted and the problem resolved. In the reporters opinion the cause of the event was unknown. For cause details the reporter stated "during implantation of the icl patient moved his head and part of the proximal haptic was injected outside the wound which was noted to be torn so decision was made to explant the icl."

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).